Manufacturer narrative:
(B)(6). H11: the device was received for evaluation. Visual inspection was performed and broken occluder legs were observed. Leak, clear passage, and clamp function testing were performed, and a leak through the set due to broken occluder legs was observed. The reported condition was verified. The cause of the broken occlude legs could not be determined, however; exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the minicap transfer set was damaged. This was identified during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.